Event description:
A customer reported experiencing pain after applying the adc device. As a result, customer experienced feeling pain in the arm muscle, pain in the neck and was unable to self-treat. Customer had contact with a healthcare professional (hcp) who provided unspecified injections and unspecified muscle relaxant medication as treatment. In addition, hcp diagnosed customer with diabetic ketoacidosis (dka). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor and sensor kit was reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The date of event is unknown. The date entered in section b3 is based on the customer's report of "between (B)(6) 2023 to (B)(6) 2023". If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Applicator (B)(6) been returned and investigated. Visually inspection has been performed on the applicator and cap and no issues were observed. It is observed that the applicator was fired correctly. Sensor cap was retained inside the applicator cap. The applicator was opened to inspect the sharp and no issues were observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing pain after applying the adc device. As a result, customer experienced feeling pain in the arm muscle, pain in the neck and was unable to self-treat. Customer had contact with a healthcare professional (hcp) who provided unspecified injections and unspecified muscle relaxant medication as treatment. In addition, hcp diagnosed customer with diabetic ketoacidosis (dka). There was no report of death or permanent impairment associated with this event.